Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: evaluation revealed that the investigators were unable to duplicate complaint about locked pump. The functions lock and unlock properly. The display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, pink display. This report is made based on results of investigation completed on 07/31/2015